Event description:
Device 4 of 5. Reference MFR. Report #: 1627487-2011-05481, 05482, 05483, 05485.

Manufacturer narrative:
Results - the lead was received incomplete. The proximal end of the lead was removed during explant. No functional testing was perforemd due to the lead being cut. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.